Event description:
It was reported that the subject device was not reading the connection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to bad cable unit connector. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Based on the results of the investigation, the cause was determined due to bad cable unit connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not reading the connection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.